Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when dealing with the pulmonary fissure, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. They replaced a new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.